Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 06/08/2017. Retain and return product was tested and functioning according to specification. Investigation: a review of the device history record confirmed the cartridge lot passed finished goods release criteria. Retain cartridge test data met the acceptance criteria found in q04.01.003 rev. Z, appendix 1- product complaint level 2 and level 3 investigation procedure. Return sample size was insufficient to make a pass/fail determination on acceptability of the rate of results outside ea as per q04.01.003 rev. Z, appendix 1. No k or bun results outside ea limits were observed. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. There is not enough information to determine whether an I-stat product malfunction occurred for k+. The timing of the two tests and information about the sample are unknown. No repeats on either system.

Event description:
On (B)(4) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium and bun on a (B)(6) year old male patient with abdominal pain. There was no additional patient information available at the time of this report. There was no repeat on I-stat. Return product is available for investigation. I-stat: potassium 6.3 and a bun of 35; lab: potassium 3.9 and a bun of 24. At the time of the event, there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).